Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a myomectomy, the device would not toggle and the needle disengaged. The needle was attached to the suture. The suture was cut and the needle was removed. There was no unanticipated tissue loss as a result of this problem. There was no tissue damage as a result of this problem. There was no blood loss of 500 cc or more due to the product problem. Surgical time was not extended 30 minutes or more due to the product problem. The product is being returned for evaluation. Patient age, weight, and/or patient identifier is not available. The UDI number is not available.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two suturing devices. One broken needle was found in the jaws of instrument two. Under microscopic inspection, the needle was observed to be broken at the swage, the weakest point of the needle. The needle was also observed to also have witness marks on the cone edges. Sheering on the toggle switches was observed on instrument two. Both instruments were loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. No difficulty was experienced in loading, unloading, or toggling the needle for both instruments. Product analysis suggests the product was used in a surgical procedure. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Engineering noted some plastic shearing of each toggle switch after further visual inspection. This occurs when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle. This results in the shaving conditions noted. The toggle should only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device. Each instrument was found to function properly and each needle remained intact. Replication of the bent needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. A review of the current historical complaint data reveals that this needle disengaged complaint was identified as a trend on ((B)(6) 2016). The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.